Event description:
It was reported that the ilet¿s display screen cracked after the user leaned on the device, resulting in an inability to unlock the ilet while blood glucose remained unaffected. Symptoms included no injury and no hypoglycemia or hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting, education on data sync and shutdown, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the device¿s screen that prevented normal user interface access while other functions were not impacted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.